Event description:
Account alleged that the trendelenburg function and foot hilow down function is not working. Account alleged that he was not aware of any injuries or of a pt being in the bed.

Manufacturer narrative:
Technician replaced motor control board to resolve.